Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the right ventricular lead exhibited noise oversensing. No interventions were performed. There were no patient consequences.

Event description:
Additional information received noted that the right ventricular lead also exhibited high pacing impedances.

Event description:
Additional information received noted that the right ventricular lead was explanted on (B)(6) 2023. There were no patient consequences.

Manufacturer narrative:
The reported events of noise and low pacing impedance were confirmed. As received, only the distal portion of the lead was returned for analysis. Final analysis found an inner insulation abrasion at the distal region. The cause of the reported events was due to inner insulation abrasion.

Manufacturer narrative:
G3 correction: the g3 of the previous report should have been feb 1, 2024.